Manufacturer narrative:
Siemens' investigation into the reported event is on-going and a supplemental report will be submitted upon completion.

Event description:
The customer informed siemens on november 30, 2016 that serious damage to the gantry front cover occurred during a patient's thorax examination. Reportedly, the examination was finished and the table started to unload when something was pushed into the plexi ring. The pressure on the plexi ring caused the plexi ring to make contact with rotating parts of the gantry. The plexi ring and a foil that was placed in the middle of the gantry were moved in circular motion with the rotating parts. According to logfiles, the system detected that the gantry was not closed correctly and the system shut down automatically. Due to the rotation and movement of the gantry cover, a part of the cover was broken off. According to the customer the patient was not injured. This reported event occurred in (B)(6).

Manufacturer narrative:
Siemens conducted a review of customer logfiles that showed several system warnings after the unload button was activated to move the patient table out of the gantry. Review of scan images shows that a plastic mattress is fixed underneath the tabletop, which was placed there by the customer to prevent liquid seepage. It is clear that the mattress was seized during scanning however when activating the unload button, the mattress pressed against the gantry cover, causing the incident. According to patient positioning guidelines within the user manual, customers are cautioned to make sure that patient body parts or objects are not below the patient table. This reported incident is therefore considered to be user error. Considering this, no corrective action is initiated.